Manufacturer narrative:
This device and leads were explanted. Should these products be returned, no analysis is required due to the nature of the allegation. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Boston scientific crm received information that this device, right atrial (ra) lead and right ventricular (rv) lead were explanted due to a pocket infection. The pocket was cultured. No adverse patient effects have been reported.